Event description:
It was reported that a patient underwent a shoulder scope procedure on an unknown date and suture was used. Post op, the patient returned at an unknown amount of time with spitting suture and tested positive for e. Coli. Patient was treated in office. No additional information was provided.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Product code and lot number? Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound, if applicable? How long after the initial procedure did the sutures extrude? Please provide a date if possible. It was stated the patient was treated in the office. Please describe any medical/surgical intervention required for this suture event including dates and results. Were the extruded/spitted sutures removed in the physician¿s office? Was any re-suturing required? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Were any pre-op cleansing procedures or products changed recently? If yes, please describe.